Manufacturer narrative:
A philips customer care officer confirmed with the customer the touch screen replacement resolved the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting a dead spot or unresponsive point on the v60 ventilator touch screen. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The customer requested part details for a touch screen for replacement. The customer was provided a service proposal with part details for a material order only.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).